Event description:
The customer complained of questionable inr results for 1 patient from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory method was sysmex with dade innovin reagent. The patient was preparing for a partial right nephrectomy. At 11:25 am the result from the meter with a fingerstick was 2.0 inr. The result was above the limit for the surgery, therefore, blood was collected for laboratory testing. At approximately 11:45 am the result from the laboratory was 1.2 inr. There was no adverse event. The customer believed the laboratory result and proceeded with the surgery. The patient was not anemic, had no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer's coumadin dose was withheld to prepare for the surgery. The patient's therapeutic range was 2.0 - 3.0 inr. The qc was acceptable. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 353500) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.